Event description:
Sorin group received a report that the s3 roller pump would stutter between certain pump speeds during a procedure. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump would stutter between certain pump speeds during a procedure. A sorin representative reproduced the issue. He replaced the potentiometer and the front panel. Multiple tests were run with no further errors. No other problems have been reported. No trends have been identified. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.